Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The patient also experienced pocket stimulation. A firmware download was performed successfully restoring the device. The pocket stimulation was resolved after the restoration of the device. There were no patient consequences.